Event description:
A malfunction was reported when the customer attempted to change the cartridge, displaying malfunction code 9. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.